Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system had difficulty priming, with multiple attempts, the scrub tech was able to proceed. During surgery, the system would not irrigate. Once the surgeon started the phaco process, it stopped working and had to re-prime again, switching out the cassettes. A system message displayed and the screen was changing without being initiated by the tech or the doctor. The screen went blank once the machine was pulled to the side. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The cataract system operator¿s manual contains instructions for proper prime and setup. The graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event. The company service representative examined the system and could not duplicate the problems reported. The system was then tested and met all product specifications. The company service representative advised the customer on possible scenarios that may have contributed to event reported. The company service representative noted the phaco handpiece may not have been cool enough or not pushed into connector completely. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).